Event description:
(B)(4): it was reported that the spring arm of a visum led surgical light system slid down slightly from the horizontal arm of the ceiling suspension. It was further reported that the circlip component was not fully seated in the assembly. There was no reported pt involvement and no reported adverse consequences.

Manufacturer narrative:
There was no reported pt involvement, thus no pt data exists. Eval summary: a stryker field service tech evaluated the spring arm involved in the alleged event. After eval, it was observed that a small gap was noticed between the spring arm and horizontal arm of the ceiling suspension. It was noticed that the circllip was not seated properly in the spring arm assembly. This was causing the spring arm to slip out of the horizontal arm. The root cause of how the circlip became unseated could not be fully determined, however, it is possible that the cirlcip was not seated correctly upon installation or servicing of the spring arm. The circlip was re-installed and seated properly and the issue was resolved. There was no reported pt involvement and no adverse consequences reported.